Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type screening device. Product ID: 977d260, serial# (B)(4), product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: , UDI#:; product ID: 977d260, serial/lot #: (B)(4), ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning trial patient with wireless external neurostimulator (wens) for unknown indication. It was reported that during a trial, patient was unable to move her legs. A CT and an MRI was performed at the emergency room and the patient had an abscess at t9-l1. The patient was taken into surgery to remove. The patient was able to move her legs and the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), product type: screening device; product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient had presented to the emergency room with pain and weakness in the lower extremity. A CT scan did not show anything, and the lead was pulled. A neurologist was called in for emergency surgery to decompress the area. Infection was present, and the healthcare provider irrigated the area and gave the patient antibiotics. The patient regained mobility after the procedure. The patient weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.